Event description:
Although it was stated by the customer that the event was due to a "cabling situation," no further details were provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was suggested by the user that the event was not due to the device, due to a cabling issue. However, the cabling issue could not be confirmed or identified, as the customer did not provide any further information. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual-chapter 5: troubleshooting chapter 3: preparation and inspection do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿.¿ ¿if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.¿ ¿also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ this supplemental report includes a correction to b5 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the patient was undergoing a colonoscopy using a evis exera iii colonovideoscope and a polyp was discovered. The device was being used for a polypectomy and it functioned properly during the cautery portion of the polyp removal, however when the doctor attempted to use the "cut" function, there was no response and no noise produced by the cautery box. As a result of the device issue, a clip was placed at the area of the polypectomy due to bleeding from the site.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number (B)(4).